Event description:
A customer reported that during a procedure, the laser firing tone was not heard and the illumination port ring turned red. The case was completed on the same day without harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative did not indicate finding any issues related to the laser tone not being present. The laser tone speaker was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The laser was manufactured on may 20, 2009. Based on qa assessment, the product met specifications at the time of release. Laser tone speaker was received for evaluation. A visual assessment of the returned sample found that one of the connector wires was broken; therefore, the speaker would not receive power from the system. The visual state of the returned sample precluded it from functional testing. The root cause of the reported event of no laser firing tone can be attributed to a nonconforming laser tone speaker. With no additional information, the root cause of the reported event of a red port 2 illumination ring cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).